Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 400 mg/dl. The caller did not mention any symptoms of the customer's blood glucose levels. The caller did not mention any form of treatment for the blood glucose levels. The caller stated that the settings on the insulin pump due to alarms in the middle of the night. The caller was advised to call back to troubleshoot the issue once the customer was back form school. The customer did not return the product back for analysis.